Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation. Components not revised : product ID: pha06262 / procotyl l beaded and ha coated cup size 52mm / lot# 58567095. Product ID: 2601-0008 / cocr femoral head 32mm slt taper medium neck / lot# 68576631. Product ID: ppr67604/ anca-fit ha coated anatomic femoral stem size 11 right / lot# 28531335. Product ID: pha01252/ profemur® neck 8dg var/val short / lot# 48575355. Revision njr number: 4785509 .side:r. Primary asa: p2 - mild disease not incapacitating.